Event description:
According to the reporter, while doing oesophago-gastric anastomosis during an oesophagectomy procedure, the stapler was difficult or unable to open and did not cut tissue. The device was not moved at the same time it was attempted to open and the jaws did not open before or after the device was clamped over tissue. The instrument was pried off using additional tool. There was no reported patient injury.